Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned. Visual examination identified that there was debris embedded on the porous surface. The proximal end exhibited damages that most probably occurred during the removal process. Dimensional analysis confirmed that the product identifiers were conforming to print specifications where measured. No other damages were noted. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown liner; unknown head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to stem subsidence approximately 5 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.